Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Case with patient identifier (B)(6) is related to case with patient identifier (B)(6).

Event description:
Customer got reading of 30 mg/dl on compact plus meter (system 1) and then reading of 70 mg/dl on her other compact plus meter (system 2). Results were within 10 minutes. Customer using two different drums from same lot number inside each meter. No adverse event reported. Meter and strips being returned and replaced.